Manufacturer narrative:
The following sections could not be completed with the limited information provided: date of event - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown; manufacture date - unknown. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a total hip replacement arthroplasty on an unknown date. Subsequently, a possible revision procedure is indicated.